Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at the patient received inappropriate therapy due to noise and suspected lead fracture on the right ventricular (rv) lead. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation was ruptured. The device was returned but analysis could not be performed due to legal restrictions. The analyst noted that destructive analysis was not performed due to asset notes appeared legal hold on the associated implantable cardioverter defibrillator (ICD) in this event. Thus, the insulation breach and conductor fracture were observed without destructive analysis. If information is provided in the future, a supplemental report will be issued.